Manufacturer narrative:
The laser core module was received, and a visual assessment of the returned sample revealed no obvious nonconformity. The laser core module was tested. There was no system message (sm) and the laser core module passed energy verification. The reported event was not replicated. The root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative, examined the system. And replicated the reported event. The nonconforming laser core module was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming laser core module. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console had intermitted laser power. The procedure details and patient impact have not been provided. Additional information has been requested. Additional information received had clarified that the console presented a system message.